Event description:
Solution used for dialysis tested highly positive for chloramine. 150 cases impacted, none reached patient directly, but 25 patient's dialysis impacted by delay. This contamination if infused would cause hemolytic anemia with high morbidity and mortality. Dialysate solution positive for chlorine, several containers in the lot number tested positive so the entire lot number sequestered. When the machines were checked for bleach residue should have tested negative but some tested positive.